Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pole clamp was broken. Patient involvement unknown.

Manufacturer narrative:
D10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in poor condition. The pole clamp was missing the handle, line cord was discolored and worn, quick connect was corroded, enclosure and front cover had multiple nicks and scratches, water tank had crack in the bottom, inside the over temperature pot was loose from the printed circuit board (pcb), pump wire had a small nick in it. Visual inspection confirmed the complaint as the pole clamp was broken and missing pole mount handle due to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.